Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during an atrial radiofrequency ablation, the electrogram did not display the patient intrinsic rhythm leading to ventricular undersensing. No reprogramming was done. The patient condition is fine.